Event description:
It was reported that the device is not performing, blade is bouncing around. It was noticed that the blade was bouncing vertically up and down. They did have a case where too much bone was removed. The procedure was completed using a back-up equipment. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, and the evaluation is going on. Additional information may be submitted once the quality investigation is complete. Investigation is ongoing.

Event description:
It was reported that the device is not performing, blade is bouncing around. It was noticed that the blade was bouncing vertically up and down. They did have a case where too much bone was removed. The procedure was completed using a back-up equipment. No impact to the patient, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure for blade whip was confirmed through functional testing, disassembly and visual inspection . Through visual inspection, the repair technician confirmed the sag head assembly was worn. A worn sag head may cause the described event. The device also required the replace of the e box due to slow speed. The affected components were replaced. The device was repaired and returned to the customer after passing final inspection.